Event description:
It was reported that via fluoroscopy, externalisation of conductors were observed. All electrical parameters normal and within range. Physician decided to monitor patient via merlin@home. Patient was in stable condition.